Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample and suspected the locally manufactured false bottom tube used for the testing was possibly causing the issue. The sample was tested in the suspect tube and the result was >10000 miu/ml with a data flag. The result with the recommended dilution was <2.00 with a data flag miu/ml. The customer repeated the same sample and the first result was >10000 miu/ml with a data flag. The result with a dilution was 12514 miu/ml. The sample was rested using a different sample cup that was approved for use on the analyzer and the result was >10000 miu/ml with a data flag. The result with the recommended dilution was 12737 miu/ml. All results were accepted and released. There was no allegation of an adverse event. The reagent lot number was 17982501. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue was not suspected. A possible cause was the use of the locally manufactured false bottom tube. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.